Manufacturer narrative:
The customer reported that the battery contacts on this unit are loose and when they move the unit, sometimes it loses power. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the battery contacts on this unit are loose and when they move the unit, sometimes it loses power. There was no patient injury reported.

Event description:
The customer reported that the battery contacts on this unit are loose and when they move the unit, sometimes it loses power. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the battery contacts on this unit are loose and when they move the unit, sometimes it loses power. There was no patient injury reported. Investigation summary: we were unable to confirm the reported issue. Three gfes were sent to the customer to ship back their defective unit back, but the customer was unresponsive to all attempts. As such, a definitive root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/23/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 01/02/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 01/09/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.